Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure+removal") in a 36 year-old female patient who had essure inserted (lot no. B82481) for female sterilisation. The patient had a medical history of endosalpingiosis and dyspareunia in 2020, pelvic pain in 2019 and endometrial thickening, right lower quadrant pain, heavy periods, parity 2 and gravida ii. Previously administered products included: cytotec, doxycycline hyclate, lortab asa and xanax. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted tlh/bs, cystoscopy done on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 4 visible calls and the left had 1 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.671 kg/sqm. [Pathology test] on (B)(6) 2020: tissues: uterus, nos uterus, cervix, and bilateral tubes. Clinical history: preop diagnosis/ postop diagnosis: pelvic pain. Surgical procedure performed: robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Gross description: there are also two coiled wires in the upper right and left cornu. The wires measure approximately 2.0 em in length by 0.1 cm in diameter final diagnosis: uterus, attached cervix and bilateral fallopian tubes (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) : uterus and cervix, 136 grams: endometrium secretory pattern. Myometrium leiomyomata. Serosa subserosal leiomyoma; focal subserosal endosalpingiosis. Cervix cervicitis with hemorrhagic erosion. Bilateral metal spring (essure) coils in place, in uterine cornu-isthmic portion of fallopian tubes, with fibrosis and foreign body giant cell reaction. Bilateral fallopian tubes: no significant histopathologic abnormality. [Ultrasound scan vagina] on (B)(6) 2019: impression: the uterus, adnexal structures and endometrium appear normal. Essure appear to be present in bilateral cornua. Assessments: pelvic pain. Endometrial thickening on ultrasound. Treatment: pelvic pain: scheduled for robotic assisted laparoscopic hysterectomy bilateral salpingectomy, cystoscopy. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: reporter and patient information, medical history, lab data, indication, lot no., non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2023, 3301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure+removal") in a 36 year-old female patient who had essure inserted (lot no. B82481) for female sterilisation. The patient had a medical history of endosalpingiosis and dyspareunia in 2020, pelvic pain in 2019 and endometrial thickening, right lower quadrant pain, heavy periods, parity 2 and gravida ii. Previously administered products included: cytotec, doxycycline hyclate, other therapeutic products and xanax. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted tlh/bs, cystoscopy done on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 4 visible calls and the left had 1 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.671 kg/sqm. [Pathology test] on (B)(6) 2020: tissues: uterus, nos uterus, cervix, and bilateral tubes. Clinical history: preop diagnosis/ postop diagnosis: pelvic pain. Surgical procedure performed: robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Gross description: there are also two coiled wires in the upper right and left cornu. The wires measure approximately 2.0 em in length by 0.1 cm in diameter final diagnosis: uterus, attached cervix and bilateral fallopian tubes (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) : uterus and cervix, 136 grams: endometrium secretory pattern. Myometrium leiomyomata. Serosa subserosal leiomyoma; focal subserosal endosalpingiosis. Cervix cervicitis with hemorrhagic erosion. Bilateral metal spring (essure) coils in place, in uterine cornu-isthmic portion of fallopian tubes, with fibrosis and foreign body giant cell reaction. Bilateral fallopian tubes: no significant histopathologic abnormality. [Ultrasound scan vagina] on (B)(6) 2019: impression: the uterus, adnexal structures and endometrium appear normal. Essure appear to be present in bilateral cornua. Assessments: pelvic pain. Endometrial thickening on ultrasound. Treatment: pelvic pain: scheduled for robotic assisted laparoscopic hysterectomy bilateral salpingectomy, cystoscopy. Batch no: b82481. Production date: 2013-10-19. Expiration date: 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.